Event description:
Home pt (hp) reports disconnecting transfer set from catheter during apd treatment. Baxter technician assisted hp in ending treatment for evening. Hp reports there were treated with prophylactic antibiotics the following day at unit, with no resulting injury.